Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained. The customer's expected fasting blood glucose test result range is 120 to 180mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the living room. During the call on (B)(6) 2017, a back to back blood test was performed by the customer non-fasting and produced test results of 431 and 373mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 12/16/2017 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (B)(6). Customer has not had any recent changes in his diet, exercise, or medications. Customer states he is concerned with all the memory's readings as they are much above 200mg/dl fasting.